Manufacturer narrative:
Initial

Event description:
It was reported that the user experienced an overnight low blood glucose event to 50 mg/dl, did not respond to notifications, was unable to move arms and limbs, and required assistance; the spouse administered oral glucose (juice), after which glucose returned to range, with no identified precipitating factors or recent corrections. Symptoms included hypoglycemia and muscle weakness. Outcomes included an unexpected medication intervention and a minor, temporary impairment. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed no specific device-related findings and insufficient information regarding a device problem or involved component. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.